Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed damaged components. This is attributed to water damaged caused by improper maintenance. A replacement device was sent to the customer on (B)(4) 2012.

Event description:
The customer reported that the device was powerless and overheated. This is report 1 of 1 for complaint # (B)(4).